Manufacturer narrative:
A product investigation is in progress.

Event description:
Couldn't take it out, tampon- vagina [foreign body in reproductive tract]. Tiny rope from tampon broke off [device breakage]. Rope broke off and couldn't take tampon out [complication of device removal]. Case narrative: consumer reported via e-mail that tiny rope from the tampon broke off. No serious injury reported. Lot codes: 1338243038652001, 1338243038652002 x3, 1338243038652043.

Event description:
Couldn't take it out, tampon- vagina [foreign body in reproductive tract] tiny rope from tampon broke off [device breakage] rope broke off and couldn't take tampon out [complication of device removal] case narrative: consumer reported via e-mail that tiny rope from the tampon broke off. No serious injury reported. Lot codes: 1338243038652001, 1338243038652002 x3, 1338243038652043.

Manufacturer narrative:
No failure could be identified as a result of the investigation.